Manufacturer narrative:
Internal components were evaluated which revealed that the rotor assembly, motor assembly, ball bearings and bearings were worn.

Event description:
During testing at the user facility, it was reported that the device overheated. There was no pt involvement and no adverse consequences alleged with this event.